Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the iegms and x-ray images received for analysis. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. At a next step, the received data were inspected. The available iegms confirmed the presence of artefacts in the farfield and intraventricular channels. This observation suggests an intermittent contact between the high and low energy channels of the implanted system. However, the data are not complete enough to be precisely interpreted. During the inspection of the x-ray images, several interaction points between the ICD and the leads as well as between the leads themselves were noted in the pocket area, which may have led to the clinical observation. No peculiarities were noted in the distal area of the leads. Despite the careful inspection of the data, no conclusion regarding the root cause can be drawn from the information available for analysis. For further insights with a definite conclusion an analysis of the lead would be necessary. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the information available for analysis the root cause of the clinical observation could not be determined.

Event description:
Ous MDR - it was reported that several episodes of oversensing were noted on this lead during the last year of implantation. A new lead was implanted due to the risk of inappropriate therapy. The lead was not returned. It is not clear if the lead was capped or explanted. No adverse patient side effects were reported.